Event description:
It was reported that the monofocal intraocular lens (iol) was fully inserted but since it was upside down, the doctor cut and removed it from the patient's left eye. Another lens of the same model and diopter was implanted. There were no surgical interventions and no patient injury. The patient¿s outcome was good. The lens had been cut and therefore, not saved and was discarded. It was indicated that the lubricant used was balanced salt solution (bss) at room temperature. No further information was provided.

Manufacturer narrative:
Section a2: age: the exact age is unknown. It was explained that the patient is 60-70 yrs old. Section a4 and a5: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation as the lens was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.